Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product. The reporter advised that the product had been sent back but has not yet received by company.

Event description:
Head of the brush head broke off in mouth [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via phone on 30-aug-2016 that the head of the oral-b flexisoft or precision clean brushheads broke off in her mouth while used with an oral-b rechargeable toothbrush, version unknown. She stated that she did not have any injuries further or anything. This was not the first time that she had used this particular version of brush heads, and she had never experienced this before. No symptoms developed.

Manufacturer narrative:
On 16-nov-2016 product investigation results: reporter returned one toothbrush head on (B)(6) 2016. Toothbrush head confirmed to be counterfeit.

Event description:
Head of the brush head broke off in mouth [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported via phone on (B)(6) 2016 that the head of the oral-b flexisoft or precision clean brushheads broke off in her mouth while used with an oral-b rechargeable toothbrush, version unknown. She stated that she did not have any injuries further or anything. This was not the first time that she had used this particular version of brush heads, and she had never experienced this before. No symptoms developed.